Event description:
It was reported that the pt experienced burning on one corner of the implantable neurostimulator. One device corner stuck out and the device felt like it was pushing out. The symptoms began following implantation of the stimulator. The pt had experienced 100% relief during the trial period. A revision was planned to move the device and change the leads. The pt was not using the device much due to the burning sensation and pain that it caused. The pt had the percutaneous lead replaced with a paddle lead in 2009. After the procedure, the stimulation was not covering the pain in the pt's lower back; it did cover the other areas of pain. The pt underwent one reprogramming session after the revision. The pt inquired about having their lead repositioned.